Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample appeared to be clean. It was observed that the distal metal tip was pulled out from the outer catheter and a complete circumferential break was observed in the guidewire lumen. The break was located approximately 5.0cm from the distal tip. The edges of the break were jagged and stretched, indicating that excessive force likely contributed to the event. No anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested with an in-house 0.014¿ guidewire. The guidewire was loaded through the hub and able to advance to the shaft break and could not exit the tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a break, as a complete circumferential break in the guidewire lumen was observed at the distal tip, likely leading to the reported guidewire issues. As the break location on the guidewire lumen was stretched and jagged, this may indicate that the guidewire lumen was subjected to excessive force. Therefore, it is unknown if procedural issues contributed to the reported event. The definitive root cause for the break in the lumen could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire allegedly would not completely pass through the recanalization catheter. There was no reported patient involvement.